Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 10.4 mmol/l. The customer's father stated that he was trying to give the customer a bolus, but the buttons did not respond, and the insulin pump had a frozen screen. When he changed the battery, the insulin pump alarmed. No significant events leading to the alarm were observed other than going camping at the time. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. Operating current was not verified due to unresponsive buttons. No blank display or frozen screen noted during testing. No damage found on the lcd isolation tape noted. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.